Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the foreign material could not be identified, and it was unknown if the reprocessing was performed in accordance with the instructions for use. In addition, it was presumed that the light guide lens glue were peeled off by physical stress such as hitting/dropping distal end, and/or chemical stress from chemical solutions. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: IFU states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. IFU states detection methods in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited airwater (a/w)-cylinder and a/w-tube had white foreign objects; also, foreign objects were found at adhesive around objective lens and adhesive around light guide (lg) lens, inside of lg lens; and distal end had residual liquid. The adhesive between distal end and server plug-in had foreign material. There were no reports of patient involvement.